Manufacturer narrative:
No blank display noted during testing. The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Analysis was unable to test the operating currents and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to failed battery test alarms. The insulin pump had cracked case at display window corners, cracked display window, debris under the display window, cracked battery tube threads and cracked reservoir tube lip. No damage noted on isolation tape on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had a black circle and an empty battery icon. The customer reported that the insulin pump had a partial display. The customer's blood glucose was 523 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin. The customer stated that the battery cap contacts were not missing or damaged. The customer stated that the spring was not damaged or corroded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.